Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow up after having a syncopal episode. Undersensing of ventricular fibrillation (vf) was noted to be the cause. Programming changes were made. Patient had no consequences following the reprogramming.